Manufacturer narrative:
The tandem pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1000 mg/dl and diabetic ketoacidosis. Reportedly, customer's health care provider indicated customer's cartridge was empty; however was unable to provide additional details regarding the cause. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released in the next few days with the issue resolved and no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain additional information regarding the event, as well as for customer to upload pump data for review; however no response was received from customer.